Manufacturer narrative:
Device repair performed for implementation of field change order #(B)(4).

Event description:
The customer reported that the surveillance was rebooting every time they did a discharge/admit. There was no patient incident.